Event description:
It was reported that the ilet device with serial (B)(6) developed a cracked screen, which impaired touchscreen operation and prevented meal announcements, leading to elevated blood glucose. Symptoms included hyperglycemia with a reported peak of 280 mg/dl and approximately two hours above range, without ketone testing or medical intervention. Outcomes included temporary interruption of device usability due to a damaged display component. Investigation included follow-up for return and credit processing and assessment of the returned unit. Investigation of this device revealed a damaged screen/display assembly consistent with physical damage, which impeded user interaction and meal announcement functionality, resulting in hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.